Manufacturer narrative:
The returned pump was visually inspected and biomaterial was observed on the impeller and blocking the purge gap. The cause of the issue was biomaterial. Patient was reported to be predisposed to thrombus formation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unspecified patient age/gender/race admitted in cardiogenic shock was implanted with an impella device for mechanical circulatory support. After implanting and starting the pump, the purge pressure increased immediately. A thrombus was seen in the echo. Pump has successfully been replaced. No harm done to the patient.